Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty (B)(6) 2009 and reports patient allegations of personal injury. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. PMA/510(k) number - unknown; manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.